Event description:
It was reported that the ilet delivered an occlusion alarm while the user was wearing a steel contact detach infusion set with 23-inch tubing, and blood glucose rose to 238 mg/dl; the set had been in use for more than two days and clothing pressure was noted at the site, and the issue resolved only after the infusion set was changed. Customer care provided support that included communication and remote troubleshooting with the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, consistent with a deformation problem affecting insulin delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy until the set was replaced and insulin delivery resumed, without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.